Event description:
In august 2002, the distributor received external equipment along with a letter from the center indicating that the cochlear implant system reportedly did not work. On august 22, 2002, the patient was seen by a company representative for device evaluation. Testing conducted confirmed that the device was functioning. During the programming session, the patient gave no response. The center continued to monitor the patient. On september 18, 2002, the patient was seen by a company representative for device evaluation. It was very difficult to have participation of the patient during the reprogramming session. The testing performed on the device indicated that the device was functioning. The company representative recommended an x-ray be scheduled to confirm electrode placement. The center continued to monitor the patient. In 2003, the company received notification from the center that the decision was made to explant the patient's device. During revision surgery, the surgeon noted ossification around the electrode lead. In the facial recess, there were important fibrosis. The surgeon removed "some brown tissue" that he was unable to identify. He suspected that this strange material to be a kind of "wax" that is usually used during other tests. Plans to have testng done of this "wax" during surgery was abandoned. The surgeon made reference to another non-invasive surgery that may have been performed on this patient sometime after initial implant surgery. The surgeon was not aware of previous surgery treatment and this "wax" didn't come from the original implantation. The company will continue to investigate this incident to collect information about the procedure performed on this patient post-implant. The patient was reimplanted with another clarion device.